Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found the manifold was leaking. The technician replaced the manifold to repair the bed.